Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within specs at the time of release. The pt's father reported that she administered more insulin than she required to correct an elevated blood sugar. The pt has continued to use the pump with no reported subsequent events.

Event description:
Pt received emergency room treatment for hypoglycemia.